Event description:
Medtronic received information that following the implant of this mechanical valve, it was noted that one leaflet of the valve would not open. A new valve was implanted with no adverse patient effects.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product has been returned and continues to undergo extensive analysis. Following completion of the analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was visually inspected with no anomalies noted. The valve leaflets were fully mobile. The valve was inspected and functionally tested per manufacturing procedure and met specifications. The carbon components and stiffening ring were dimensionally inspected and met engineering specifications. Based on analysis and the available information, the root cause of one leaflet not opening could not be determined as the leaflets were dimensionally correct and fully mobile following manufacture and upon return. Possible reasons for inadequate leaflet movement include: interference with a suture tail, tissue impingement, stitch placement of the valve, or valve sizing by the physician. (B)(4).